Event description:
Procedure: wedge resection. Reportedly, on the third squeeze of the firing, the handle became stiff; a second reload was used, however, the same problem occurred. Then, the surgeon stopped use of the device. After closing the abdominal cavity, the surgeon confirmed that a device component had disengaged from the device and it remained in the surgical cavity. The next day, a reoperation was performed and the component.